Event description:
Pt with permanent pacemaker implanted in 1992 was admitted to hosp after a nocturnal seizure and was found to have inadequate output of the ventricular electrode due to oversensing.